Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager (tm) verified that the system displayed a calibration error. The tm replaced the energy detector head and successfully performed the calibration and system verification to specifications. The returned part has been sent to the supplier for recalibration. The tm's investigation was sufficient to establish the root cause. Conclusion: based on the results for the investigation, the root cause was determined to be energy detector head. (B) (4)

Event description:
Adverse event: incomplete treatment. Malfunction: laser stopped firing, high energy, surgery aborted. A laser technician reports that the laser failed to calibrate before the third surgery. The patient's flap had been cut, but not lifted and the patient was positioned on the bed. The laser exhibited an energy message which they were unable to clear by changing the gas. The territory manager was contacted and went through some troubleshooting with the technician over the phone, but they were unable to proceed with the surgery. The patent was sent home and returned the next day. At that time the surgery was completed successfully. The laser technician, on authority from the surgeon indicated there was no harm or consequence to the patient.